Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings no delivery alarm from the insulin pump. The customer's blood glucose reading was 594 mg/dl. The customer stated that she changed the reservoir, the site and insulin, and the pump still alarmed no delivery. The customer stated that she took of the pump and started to do manual shots and her blood glucose went up to 594 mg/dl. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer declined to return the set for analysis.